Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 25-year-old female patient who had essure (batch no. B61392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included miscarriage in (B)(6) 2014, parity 3 ((B)(6) 2001, (B)(6) 2013 and (B)(6) 2014) and multigravida. Concurrent conditions included morbid obesity. Concomitant products included since 2014, since 2014 and ibuprofen (midol cramp) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fatigue ("fatigue"), 5 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant). In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), headache ("headaches,"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues"), infection ("infections"), back pain ("back area pain") and abdominal pain ("abdominal area pain"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, heavy menstrual bleeding, hypersensitivity, menstrual disorder, infection, female sexual dysfunction, depression, anxiety, weight increased, headache, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, back pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hypersensitivity, infection, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. As per pfs plaintiff is planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Pregnancy test - in (B)(6) 2014: results: miscarriage. Batch no b61392 production date 2013-08-22 expiration date 2016-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a (B)(6) patient who had essure (batch no. B61392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included miscarriage in (B)(6) 2014, parity 3 ((B)(6) 2001, (B)(6) 2013 and (B)(6) 2014) and multigravida. Concurrent conditions included morbid obesity. Concomitant products included since 2014, since 2014 and ibuprofen (midol cramp) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fatigue ("fatigue"), 5 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant). In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), headache ("headaches,"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues"), infection ("infections"), back pain ("back area pain") and abdominal pain ("abdominal area pain"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, heavy menstrual bleeding, hypersensitivity, menstrual disorder, infection, female sexual dysfunction, depression, anxiety, weight increased, headache, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, back pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hypersensitivity, infection, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. As per pfs plaintiff is planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Pregnancy test - in (B)(6) 2014: results: miscarriage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-may-2021: mr received : reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.